Manufacturer narrative:
The technician replaced the head high/low up and down valves to repair the bed.

Event description:
Information received indicates with the bed in any position, the head high/low function would drift down slowly.